Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedance measurements. Patient had a recent box change. Technical services (ts) was contacted to discuss this event. Ts discussed possible reasoning for higher impedance measurements, and provided troubleshooting methods to determine root cause of the high pacing impedance measurements. This patient is being followed on latitude, and there is no plan to perform a lead revision. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.